Manufacturer narrative:
Covidien reference (B)(4). The service engineer (se) troubleshot the issue with the customer over the phone. The customer was recommended to replace the power supply and/or the back-up power supply pcb. The customer followed the se recommendations and he was able to solve the alleged malfunction. The unit passed extended self- testing.

Event description:
It was reported that an 840 ventilator had intermittently loss of communication between the graphic user interface (gui) printed circuit board (pcb) and the breath delivery unit (bdu) pcb. The malfunction did not occur during patient use.